Event description:
Pt was implanted with matrix screws, matrix locking caps and rods on (B)(6) 2012 for a t7 corpectomy and a t5-t9 posterior stabilization. X-rays showed that the left t6 pedicle screw was positioned too far lateral. On (B)(6) 2012, pt was revised. While trying to remove the pedicle screws and locking caps at t5, t6, t8 and t9, the locking caps at t5 and t9 stripped. Surgeon used a competitor's high-speed cutting burr and was able to remove the locking caps. Three hours were added to the procedure without any associated pt complications. Four pedicle screws, 4 locking caps and 1 rod were removed and replaced on the left side. The right side remained intact. This is 3 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.